Event description:
A complainant reported the patient was on impella 5.5 support. While on support, pump stop occurred after three hours of support. The pump was explanted and a new pump was implanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup. Section: using the automated impella controller with the impella catheter unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen. Impella 5.5 with smartassist section: troubleshooting the purge system unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Section: impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency. Impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.

Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was discarded by the customer. Data logs were not provided for this case. As per clinical information, the pump stop was reported after three hours of support. The cause of the pump stop issue was not determined since the product was not returned and sufficient clinical information was not provided.